Event description:
It was reported that an auto mode switch episode (ams) transmitted via merlin. Net showed an intermittent loss of ventricular capture. The patient reported syncope at the time of the recorded ams episode. The lead was evaluated in the clinic and no anomalies were noted. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.